Event description:
Employee was found trapped under the detector of a dual head nuclear camera. The camera was taken apart to remove the employee. Immediately reported to (B)(6), local law enforcement and MFR. Determined by coroner that employee died of heart attack and fell in machine after heart attack.